Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The circular seal was disengaged from the trocar and torn along the edge and center. The envelope seal was intact. A review of the device history record indicates this device lot/serial number was released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. A review of the current historical complaint data reveals no trend for a device related failure for this condition. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a laparoscopic lower anterior resection, the cannula was opened out of the packet, the port was used for an hour when it was noticed the seal of the port had been detached from the port. Instruments used in the case; hook, maryland and the weck clip applicator. The surgeon said the port seal was "resisting" and when the instrument finally was inserted, the seal became detached. No person injured or jeopardized. Issue solved by opening new port and inserting into the patient.